Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak in the pump module area of the cycler after concluding the patient¿s pd treatment. There were no alarms reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown a new cycler was issued. Upon follow up, the pdrn stated the patient is new to pd therapy and currently undergoing training for stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was able to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per clinical procedure the patient was prescribed kelflex for three days following the reported event. It was reported upon further inspection a pinhole was observed in the cycler set cassette film. The clinic has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak in the pump module area of the cycler after concluding the patient¿s pd treatment. There were no alarms reported. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown a new cycler was issued. Upon follow up, the pdrn stated the patient is new to pd therapy and currently undergoing training for stat drains, as well as manual peritoneal dialysis therapy. It was confirmed that the patient was able to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per clinical procedure the patient was prescribed kelflex for three days following the reported event. It was reported upon further inspection a pinhole was observed in the cycler set cassette film. The clinic has received a new cycler. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9, g.1, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the pump door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test and a balloon valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An accelerated stress test (ast) 3 hours was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the test. An internal visual inspection of thew returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.